Event description:
It was reported that stent damage occurred. After rotablation, pre-dilatation was performed with 50% residual stenosis. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, resistance was felt and the stent strut was lifted. The device was removed with the catheter and procedure was completed with a different device. There were no patient complications reported.